Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating: ECG disabled on the screen. The service engineer confirmed results of functional testing indicate that intermittently the device disable the ECG upon completing the boot cycle and confirmed complaint. To correct the issue ECG board was replaced. The device was calibrated nbp, co2 and touch screen and confirmed device functions are working correctly. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that tempus pro ECG disabled on the screen system was just received from bench repair. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.